Event description:
Related manufacturer reference number : 3006705815-2022-14820, related manufacturer reference number : 3006705815-2022-14993. Additional information received indicates the patient experienced ineffective therapy. In turn, surgical intervention took place on (B)(6) 2022 wherein the entire system was explanted to address the issues.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.